Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have a thermal damage on pulley cover. There were no reports of patient involvement or injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the thermal damage was identified during reprocessing. The reporter did not know if the instrument exhibited any unintended energy discharge. The surgeon was unsure what caused the arcing event. There was no patient injury. It was unknown if the instrument was involved in any inadvertent contact with another hard object or instrument. The instrument was inspected for damage after the procedure and thermal damage was observed.